Event description:
The patient has not had a successful recharging session for 6 months as a result an over-discharge was confirmed. The reason is believed to be that the patient is not ¿grasping the concept¿ of charging. At the time of the report the patient was not receiving effective therapy. It was noted the patient¿s health care provider (hcp) wants to replace the device with a non-rechargeable device however nothing had been scheduled. No interventions or outcome had been provided but was requested. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 487a-45, lot# v136340, implanted: (B)(6) 2008, product type: lead; product ID 3487a-45, lot# v136340, implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was a communication problem.